Event description:
The customer reported the device did not deliver oxygen to the patient, which resulted in a patient death.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.